Manufacturer narrative:
Per the clinic, it was reported that the patient experienced pain in (B)(4) 2018 and subsequently was treated with oral antibiotics; however the issue could not be resolved.

Manufacturer narrative:
This report is submitted on august 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.